Event description:
It was reported that during robotic-assisted bowel resection procedure the surgeon inspected the stapler and observed that several staples had fallen out of the stapler upon inspection. No patient consequences were reported.

Manufacturer narrative:
(B)(4).date sent: 7/9/2026.d4: batch # 886d74.investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device.visual analysis of the returned sample revealed that the cdh29p device (a) arrived with no apparent damage. The anvil and staple retainer were received inside of a plastic bag. The washer was present and uncut and there were staples present. When the test battery was installed the tissue compression scale backlight was illuminated. However, the green checkmark was not illuminated, indicating that the device was not fired. During the visual inspection of the pockets under magnification, one missing staple was observed. Additionally, the device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staples meet the staple form release criteria. No conclusion could be reach on the cause of the reported event. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.device history review:a manufacturing record evaluation was performed for the finished device batch number 886d74, and no non-conformances related to the reported complaint condition were identified.additional information was requested and the following was obtained:there were no patient consequences, the surgeons noticed the stapling missing before using it during the case. There where no changes to post operative care for this patient.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.